Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In previous report, section b5 was mentioned incorrectly. Correct b5 should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles, headache, coughing, dizziness and eye irritation. There was no report of serious or permanent patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of sound abatement foam degradation. The device passed all final testing. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.